Manufacturer narrative:
Our quality engineer inspected the photo and sample submitted for evaluation. The reported issue of visible droplets was not confirmed upon inspection of the sample. Analysis of the sample showed no visible droplets. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
¿Clinician went to give a b12 injection. When they went to draw it up the syringe and needle were in separate sealed packages. The clinician attached the needle to the syringe. They went to draw back the plunger and noticed a smear of clear liquid on the inside wall of the syringe to pull up air before inserting into sterile vial. Clinician set aside syringe and needle. Retrieved new needle and a new syringe with different lot number and did not notice any concerns. No delay to patient care.¿